Manufacturer narrative:
The device is currently still in service. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that patient was brought back in for defibrillation threshold testing and it was identified that the electrode had migrated towards the left shoulder. A revision procedure was performed to reposition the electrode. After procedure patient passed the defibrillation threshold test. No additional adverse patient effects were reported.